Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that as of 2020-aug-04, the patient was being referred out for possible injections to help relieve their back pain. It was unknown if the issue had resolved. The manufacturer representative mentioned that the patient had a hard time understanding high density programming and that they weren¿t supposed to feel paresthesia. The manufacturer representative noted that the patient had been programmed with high density, low density, and differential target multiplexed programs since implant, which each require various amplitudes, frequencies and pulse widths, and therefore requiring various recharging intervals. No further complications were reported or anticipated.

Manufacturer narrative:
Device was returned for analysis. The analysis found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot#: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that he meant to ask at appt as he had voltage to 9 and couldn't feel stimulation anywhere and that's why met with a manufacturer representative yesterday who then realized a lead is off so they had to adjust and reprogram to get the system to work again. Two weeks ago no stimulation and met with a rep who looked at system and determined a lead is off and she adjusted the device. The device was working however when got home device shut off and it's been doing this for two weeks. Caller states met with rep yesterday who put new programs on and last night at 11 pm. Patient made sure the device was on and when woke up the next morning, device was off and still was 100%. Caller states for two weeks ins is going off itself. Patient added that bottom line is he's not getting any relief for almost 3 years and now having issues with this current device not helping and the ins shutting off itself. Some of the programs take 30 minutes to charge and others 1.5 hours. It is working but not relieving pain in back but working on legs, thighs, feet, so it had to be adjusted to try and help this. Patient states new ins is not working but now it's shutting itself off its own and having issues with the controller. A replacement controller was sent to the patient. On 2020-aug-11 additional information was received from the rep. It was reported that rep met with patient on (B)(6) 2020 at doctor¿s office. She was called in as patient was at the office and needed programming. Patient wanted programming done due to same reason that he is not getting relief in lower back. Patient did mention to rep that he called patient services and told them the device is turning off. However, all the usage record and device testing showed no issues whatsoever. Everything was working as intended. Reprogramming did not resolve patient¿s relief issue. Hcp told patient that they can do another revision surgery or surgical intervention but rep was not made aware what was decided. Patient did not mention anything about lead being off nor is rep aware of any such issues.